Event description:
The unit displays collimator iris errors on boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep tested all wires as the unit boots normally with the tube in the down position. He could not find any open wires. He performed a collimator calibration. The unit is now working normally.